Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a system controller exchange was not confirmed. The submitted log file contained approximately 26 days of data ((B)(6) 2025 per the timestamp). The data in the log file did not indicate any issues with the system controller. No atypical alarms were observed in the log file. The pump maintained a speed within the low-speed limit without issue throughout the timespan. The system controller was not returned for analysis. Multiple attempts were made to obtain additional information, including if any products would be returned for analysis and the reason for the controller exchange; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 11oct2017 heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the issue does not resolve. Heartmate 3 patient handbook (rev. C) section 2 ¿ ¿how your heart pump works¿ and heartmate 3 instructions for use (rev. D) section 2 ¿ ¿system operations¿ instructs users on how to exchange their system controllers, and state to never exchange their system controller without having a trained, and competent caregiver at your side to assist. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was in need of a new modular cable and primary system controller. Log files were submitted, capturing routine events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.